Manufacturer narrative:
Internal complaint reference case (B)(4). H10 h3, h6: the reported device was received for evaluation. A visual inspection revealed the distal metal tube had scrapes and the black shrink wrap is deformed and torn on its distal edge. Both findings are related to contact with a sharp instrument such as graspers. The electrode had minimal erosion. Product was out of the original packaging. No packaging returned. A functional evaluation was performed on the returned device and found the wand registered settings (7,3) and produced plasma and coagulation as expected. Saline was drawn and returned through the evac line using a syringe with no flow problem. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A definitive root cause for the deformed and torn black shrink could not be determined. Factors that could have contributed to the failure include procedural variance, or deviations from established protocols, increasing risks and leading to unintended consequences ( 1) hitting the device tip against a hard surface. (2) using the device as a lever to enlarge surgical site. (3) mechanical displacement of tissue through applied force. (4) activating the device above recommended settings for prolonged periods of time). The root cause for the blocked wand and no ablation could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include a failure of a concomitant device. Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
H10: internal complaint reference number: (B)(4).

Event description:
It was reported that during an ent procedure, the evac wand was blocked and could not perform ablation. The procedure was successfully completed using a back-up device. There was no surgical delay and no further complications were reported. Per preliminary investigation findings, the black shrink wrap is deformed and torn on its distal edge, which makes the complaint reportable.